Event description:
It was reported that the customer had a prime/rewind anomaly on the insulin pump. Customer's blood glucose level was 119 mg/dl. Customer changed the infusion set and stated that the motor keeps running and the insulin keeps dripping. Customer cannot get out of the preparing to prime loop. Customer was disconnected. Customer stated that they did not receive a 2nd series of beeps nor did numbers appear on the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer does not have a back-up plan. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.